Manufacturer narrative:
(B)(4). Concomitant products: stent: xience v (3.5x23mm, 4.0x18mm), xience prime (2.5x38mm, 3.0x38mm). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2012, three xience v stents were implanted in the left main (lm) artery, one xience prime stent in the obtuse marginal (om) artery, and one xience prime stent in the mid left anterior descending coronary artery. During a follow up phone call, on (B)(6) 2014, the patient complained of non-serious chest pain (angina). There was no treatment, serious injury or hospitalization reported at that time. On (B)(6) 2014 the patient had serious angina and was hospitalized. A diagnostic angiogram found in-stent restenosis of the xience v 3.5 x 18 mm stent implanted in the ostium of the lm/proximal circumflex arteries and percutaneous coronary intervention (pci) was done as treatment. The in-stent restenosis resolved without additional adverse patient sequela on (B)(6) 2014 and the angina resolved without additional adverse patient sequela on (B)(6) 2014. There was no additional information provided.